Event description:
The physician was treating a lesion in the lad, lesion was occluded and calcified. The lesion had been pre-dilated several times prior to the attempted placement of the endeavor drug-eluting stent however it was reported that the stent could not cross the lesion. 70% stenosis remained in the lesion at the end of the procedure. No clinical sequelae was reported. Device evaluation: the distal tip is flared. The stent is on the balloon however several struts were noted to be raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (calcified, stenotic and occluded lesion). Deformation problem (stent deformed). Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (calcified, stenotic and occluded lesion) dissection. (B)(4).